Event description:
Report rec'd of a non-delivery of IV fluid due to misloaded tubing. It was reported that in 2000 an unspecified solution was set to infuse at an unspecified rate. According to the report rec'd, the pump was not pumping, and upon investigation it was noted that the tubing was misloaded. It was not known how long there was a non-delivery of fluid. The tubing was reloaded correctly, and the infusion continued without further incident. There was no reported adverse pt event.